Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia low bg or hyperglycemia high bg. Events. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed pump supplies to address the issue. Reportedly, the customer was using glulisine brand insulin, tandem technical support educated the customer glulisine is off label per the tandem user guide.